Manufacturer narrative:
(B)(4). Final pump analysis revealed s2 corrosion with mechanical wear - there was green residue under the adhesive on the motor that can covered the motor wire posts.

Event description:
The pump was replaced prophylactically to avoid in-vivo battery depletion. The patient recovered without sequela. The pump was used to deliver bupivicaine and morphine sulfate.